Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. If the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause as the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a b40 error appeared on the xenon light source and could not save any more images. There were no reports of patient harm or patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.